Event description:
It has been reported to philips that the system could not expose. It showed "fluoroscopy is an unavailable mode". The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a planned non-emergency coronary treatment, which was completed by moving the patient to the next room. The philips remote service engineer (rse) connected with the customer and confirmed that the x-ray was not possible. Rse reviewed the logfile and found multiple errors from the generator, and there was no communication with the generator. The flat detector does not start well and indicates a very low temperature. The customer checked the air conditioning in the technical room, and the detector was starting. The philips field service engineer (fse) visited onsite and found all generator settings were lost. Fse made the necessary adaptation adjustments to the generator and replaced the kvma battery. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.